Event description:
Consumer reported via e-mail that tampon cotton pulls off when she removes tampon. No serious injury reported. Lot codes: 21061/5970 1942, 14661/5886 2039, 19362/5950 1737, 20462/5951 2330, 20562/5951 0713, 21761/5975 1109.